Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Evaluation found that the rear therapy electrode was leaking gel. The root cause of the gel leak is physical abuse.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrode that was 'about the size of a small lemon' and appeared to be 'a raised burn'. The patient reported that liquid had come out of one of therapy electrode where the rash was. Follow up indicated that the patient's physician prescribed triamcinolone and the rash was improving.